Event description:
It was reported encountering an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support sent reset instructions via email, and the following reset resolved the issue.